Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus but would not deploy from the delivery system. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had been over-rotated. The device was returned with the capsule still attached to the delivery system. The capsule trocar needle was advanced and blood and tissue were present. The plunger had broken off and the analyst was able to grab the remaining piece of the plunger shaft and pull outward which released the capsule.